Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger connection problem) has been confirmed. As received, the charger would not charge a battery pack. The cause of the inability to charge is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The patient received a replacement battery charger.

Event description:
An (B)(6) male patient contacted zoll customer support to report a problem with the connection to the charger. The patient received a replacement battery charger.